Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose of 880 mg/dl. Customer stated he was hospitalized as the insulin pump failed him. Customer stated the insulin pump continued to alarm no delivery and the site was removed and no damage was noted on the cannula of the infusion set. Customer declined troubleshooting for high blood glucose. Customer stated issues with no deliveries has been continues. Customer was advised the issue might be scar tissue. The customer was treated with fluids and shots. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2017.